Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that in vvi mode pacing and sensing of the atrium occurred and in aai mode pacing and sensing of the ventricle occurred. It was suspected that the leads were reversed in the header at implant. The pocket was opened and the leads were verified to be in the correct header ports. An external source of interference while using the telemetry wand could have caused the original egms's. The lead remains implanted.